Manufacturer narrative:
The customer reported getting a shock equipment and pacer malfunction. This complaint is being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported getting a shock equipment and pacer malfunction.